Event description:
It was reported that an autopulse resuscitation system operated for only 5 minutes even with fully charged battery. It is unknown if device displayed any user advisory messages. There was no report of a patient injury

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.